Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient had malignant lung cancer and was not strong enough for chemotherapy or radiation. She was seen on (B)(6) 2016 for pcp for progression of symptoms and died on (B)(6) 2016. The site reported the patient's death was not related to the superdimension device or the enb procedure.